Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. Reportedly, the customer experienced a blood glucose (bg) level of 465 (mg/dl) with large ketones and was subsequently hospitalized. The customer was treated with fluids and insulin drip. The treatment resolved the issue and the customer was released from the hospital on (B)(6)2019 with no permanent damage to the customer. Review of the alerts and alarms by tandem technical support verified that the customer experienced a fill tubing alert. The customer acknowledged that the fill tubing sequence was not completed. Reportedly, the customer resumed insulin delivery.